Event description:
It was reported that during a synfix surgery some metal turnings separated from the implant while screwing the implant in place. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices that were involved in this event were not returned for inspection as they remain implanted. Only the metal turnings or shavings were returned for investigation. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability of the complained implant. The values were in compliance with the (B)(4) specification and all records indicate that the product was manufactured to specifications. No product fault could be detected. The manufacturing records of the screws could not be reviewed as the lot numbers are unknown. Conclusion: the investigation could not be completed and no conclusion could be drawn as there was no product return, these devices remain implanted. Based on the appearance of the metal turnings we suppose that an excessive contact of the thread flanks during the screw insertion caused this occurrence and we are not aware of any other similar complaint regarding this implant or these screws.